Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 549 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump. Customer also reported that the reservoir was not able to lock in place when inserted into insulin pump. Customer was declined to troubleshoot due to the reservoir coming out of the insulin pump at night and the customer not getting insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.